Manufacturer narrative:
No samples were returned for eval, therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. (B)(4).

Event description:
A medwatch report was received indicating that a dull knife was experienced during cataract surgery. The initial medwatch report indicated "other serious (important medical events)". During a phone conversation with the reporter, it was disclosed that the dull knife did not cause any injury or impact to the pt. The dull knife was exchanged for a new knife, with no significant delay, and the incision was completed. There was no harm to the pt.